Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the physician suspected that the low voltage lead was contaminated due to stains noted in the lead packaging, before the lead was inserted into the patient. The low voltage lead was not used and replaced to complete the procedure. The patient was in stable condition.